Event description:
The patient reported that they had experienced a loss or change of therapy. The patient stated ins (implantable neurostimulator ) was on, and she had tried all 4 current programs with no improvement. Regarding were trauma/falls reported that could be related to this issue, it was noted: fall. The patient went to the ER after the fall. The leads were checked and appeared ok. Event date: (B)(6) 2016 (beginning of last month-both fall & change in symptoms). Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.